Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure while the surgeon used the helical blade coupling screw and the weld broke, causing it to become unscrewed. The surgeon completed the procedure and removed the coupling screw with pliers. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals, the helical blade coupling screw was received in two pieces with the weld broken at the shaft connection to the knob. Numerous deep dents are located on the top and edges of the knob. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. As noted previously in prior complaints, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique could result in loading conditions that may lead to breakage. The returned device shows evidence of being used/hammered. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).